Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data for 1 patient: on (B)(6) 2024, sample ID (B)(6), initial result was 25.73 pmol/l and repeat on another analyzer (sn: (B)(6) was 13.96 pmol/l (customer normal range is 9.0-19.0 pmol/l). Additional laboratory result provided: tsh was 1.061 mu/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 65500ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 65500ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 65500ud00 was identified.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data for 1 patient: on (B)(6) 2024 sample ID (B)(6) initial result was 25.73 pmol/l and repeat on another analyzer (sn: (B)(6) was 13.96 pmol/l (customer normal range is 9.0-19.0 pmol/l). Additional laboratory result provided: tsh was 1.061 mu/l per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.